Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.0/2.5/089 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. The patient experienced low vaulting. On 24-feb-2024 the lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.